Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The complaint was confirmed by failure analysis. The generator was analyzed and the reported failure was replicated. Error c-34 was displayed during startup.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-34 error when using monopolar energy. An investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer went onsite and replaced the erbe due to errors c-00 and c-43. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the erbe part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy-malignant surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received a c-34 error when using monopolar energy, they changed the activation cable and instrument with no change. The customer also power cycled the system prior to calling in but did not power cycle the vio dv 2.0 integrated electrosurgical unit (erbe) at the time, they would power cycle the erbe when the surgeon had a chance. The bipolar was working normally. The procedure was completed as planned with no reported injury. Isi made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.